Event description:
It was reported by service report that the side rails are too tight to latch in the up position and the scale is not accurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.